Event description:
Pt reported the infusion device has displayed several e4 occlusion errors the past 2-3 weeks, and she believes the insulin delivery of the infusion device is too low. Her blood glucose has elevated to 350 mg/dl, and she has been unable to lower it by changing the accessories and delivering insulin via the infusion device. The infusion device was requested for evaluation. She did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result pump: e4 were found in the history. The occlusion limits were tested successfully. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. Infusion set: no sample was received for examination. A retain sample (cannula) was visually inspected and tested for flow and tightness. The test results were within specifications. The retain samples of the transfer set could not be tested because no lot is known. Cartridge: no sample was received for examination. Fresenius (B)(4) checked their retain samples and additionally checked the lot documentation without finding any irregularities. Up to now they do not know any further complaints regarding this lot. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.